Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia.') In a 31-year-old female patient who had essure (batch no. 786125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, uterine hypertrophy, uterine adenomyoma and uterine fibroids. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("uterine hypertrophy") and adenomyosis ("adenomyosis of the uterus") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with robotic assist). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, uterine enlargement, adenomyosis and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, menorrhagia, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment corrected. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia.') In a 31-year-old female patient who had essure (batch no. 786125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, uterine hypertrophy, uterine adenomyoma and uterine fibroids. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("uterine hypertrophy") and adenomyosis ("adenomyosis of the uterus") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with robotic assist). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, uterine enlargement, adenomyosis and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, menorrhagia, uterine enlargement and uterine leiomyoma to be related to essure. Lot number: 786125 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). 4th &5th follow up process together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia.') In a 31-year-old female patient who had essure (batch no. 786125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, uterine hypertrophy, uterine adenomyoma and uterine fibroids. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine enlargement ("uterine hypertrophy") and adenomyosis ("adenomyosis of the uterus") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with robotic assist). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, uterine enlargement, adenomyosis and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, menorrhagia, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: medical record received : event medical device removal was replaced with event menorrhagia. Events dysmenorrhea, uterine hypertrophy, adenomyosis of the uterus, uterine fibroids were added. Lot number, patient history were added and reporter information were updated. Fu 1 and 2 were processed together. On 30-jun-2020: quality safety evaluation of ptc. Fu 1 and 2 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.